Manufacturer narrative:
The date of this report provided with the initial medwatch was incorrect. The correct date has been provided with this report.

Manufacturer narrative:
Reliability analysis inspected 1 opened and or used enlite sensors and performed bicarbonate buffer test. The sensor was found to be damaged due to broken cannula near sensor base. It was unable to be determined if the customer received sensor in said condition, due to the customer returning it opened and used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states that their transmitter does not blink when connected to the sensor. The customer's blood glucose level was 271mg/dl. Troubleshooting was conducted and found that the sensor was bent all the way down to the tape. The sensor is being replaced and returned.